Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event not dissolved/looked like a bump/jelly lump (pt: product distribution issue), was deemed to meet the serious criteria of required intervention to prevent permanent damage. The device history record of radiesse injectable implant could not be reviewed, as the lot number was not reported.

Event description:
This consumer report was received from a qatari consumer and concerns a patient. The patient was injected with radiesse, into the face, between 2008 and 2010. As reported, the patient was injected with 3 injections on each side of the face. After that, the patient had no more radiesse, or any other filler in those places. After the radiesse injection, the patient experienced that it was not dissolved on the sides next to the ears. It looked like a bump in the face, and inside it was like a jelly lump. A dermatologist told the patient, that they were not able to put more filler because of the issue, and that it needed to be removed by a plastic surgeon, and not a dermatologist. As reported, at the time of this report, it was unaesthetic and was a problem. Due to the provided information, the outcome of the event was considered as not resolved. Follow up information was received on 22-feb-2022: the case was upgraded to serious. The patients gender (female) was provided. She was injected with radiesse, into the cheekbone, cheeks (near the ear), and jawline (injection near ear), for lines and wrinkles, 10 years prior to this report. Each area was injected one month apart and the injections were done over 3 months (2 injections every month). She was injected with 1 injection into each cheekbone, with 1 injection into each cheek and with 1 injection near the ear on the jawline, on each side, making a total of 6 injections. The patient was separately injected with lidocaine before the procedure. The patients medical history included a voltaren allergy. The patients past medication included voltaren. Further concomitant medication was reported as none. The patient was injected with botox in the past, without complication. The patient lost weight slightly. Five years prior to this report, after the radiesse injection, as the patient lost weight, lumps started to appear. The lumps formed, near the jawline, 3 cm in diameter. They were like jelly and moved inside. There were also lumps on the cheeks which were much smaller and not as visible. As a corrective treatment recently, the same physician used a cannula to remove the product. According to the physician it was a thick yellow liquid and it was a big quantity. The big lumps were removed using a canula and they were gone. Due to the provided information, the outcome of the event not dissolved / looked like a bump / jelly lump was considered as and changed from not resolved to resolving.

Event description:
Follow-up information was received on 01-mar-2022: the case was medically confirmed and ticked as non-valid. The injecting physician reported that radiesse was not used for the patient. The outcome of the event remained unchanged. Due to the provided information, the reporters causality was changed from reasonable possibility to not related. Follow up information was received on 06-mar-2022: it was confirmed that the reporting physician treated the patient between 2008 and 2012. The outcome of the event remained unchanged.